Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1816 while in use with a patient. Per reporter it was confirmed that there were no knots in the tubing and the pump rate was 87 ml/24 hours. It was reported that patient subsequently used a backup pump to continue infusion. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.